Event description:
Healthcare professional reported, "patient was feeling less restriction and was visiting the office on a monthly basis. Repeated visits and aspiration of saline revealed diminished volume."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.